Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer had problems interrogating pacemakers and implantable cardioverter defibrillator (ICD)¿s and the link to the device was poor. The programmer and radio frequency (rf) programmer head were returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2090w programmer. (B)(4).